Event description:
A malfunction was reported, but no notable events occurred beforehand. Customer's blood glucose level was not adversely affected, as it did not exceed 500 mg/dl. Customer was unable to reset the pump at the time of the call; however, they knew how to perform the reset and planned to do so at home, with the intention to call back if further issues arose.